Manufacturer narrative:
No treatment/intervention reported. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for a chevar endovascular procedure on an unknown date. It was reported that chimney occlusion of a stent graft occurred on an unknown date. It was reported that no further information is available on this case. No additional clinical sequalae were reported.